Event description:
It was reported that after iab inserted the console began giving "gas alarm". The console was switched out but the alarms continued. Repeated contacts were made with clinical suppoet and many solutions were tried but alarms continued. Iab was exchanged. Alarms continued but were minimized. Pt was transferred to another hosp and died in or during bivad placement.